Event description:
It was reported that there was recapture difficulty. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa and the wds was inserted. The closure device was deployed in the laa, but did not meet release criteria and needed to be fully recaptured. When the physician was recapturing the device they felt a lot of resistance. The physician was able to fully recapture the device and have the entire device fully contained in the was. The physician attempted to re-deploy the device, but was not able to as the tip was pulled into the sheath. A new closure device was used to complete the procedure. There were no patient complications that were reported.

Event description:
It was reported that there was recapture difficulty. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa and the wds was inserted. The closure device was deployed in the laa, but did not meet release criteria and needed to be fully recaptured. When the physician was recapturing the device they felt a lot of resistance. The physician was able to fully recapture the device and have the entire device fully contained in the was. The physician attempted to re-deploy the device, but was not able to as the tip was pulled into the sheath. A new closure device was used to complete the procedure. There were no patient complications that were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system with the implant inside the sheath. The implant was deployed during the lab investigation and was consistent with reported information. The device was bloody. Analysis of the implant, core wire, tip, and sheath included microscopic and visual inspection. Inspection revealed tip damage (tricuts flared/abrasions), sheath damage (abrasions), anchor damage, and core wire damage (flattened/bent) for a length of 4.9cm. Inspection of the rest of the device found no other damage or irregularities.